Manufacturer narrative:
(B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. The service territory manager (stm) completed a calibration of the transducers per factory instructions. All calibrations and functionality/safety checks passed. The batteries passed the run-time test but there was no known expiration date. The stm did not release the iabp unit for service until expiration date has been determined or the batteries replaced. The customer has removed the unit from service since they purchased a cardiosave iabp. The customer did not want the stm to replace the batteries and the date was not determined.

Event description:
The service territory manager (stm) reported that during field action testing of the intra-aortic balloon pump (iabp), he found that the transducers were outside of acceptable range and required calibration. There was no patient involvement, thus no adverse event was reported.